Manufacturer narrative:
The tandem user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. During troubleshooting with tandem technical support, it was determined that the customer did not perform air removal prior to loading the cartridge. In addition, it was reported that customer experienced an elevated blood glucose (bg) level that ranged from 511-551 mg/dl, cause was unknown. Customer changed pump supplies and gave a bolus to address the high bg. Recommendation was made to consult with healthcare provider regarding diabetes management.